Event description:
It was reported to medtronic minimed that the customer reported the pump was broken and the keypad was not working. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer reported a crack in the battery compartment. The damage was affecting/impacting pump functionality. Troubleshooting was not performed for keypad issue. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit failed vibration section of self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Proceed it by cutting unit open and performing a visual inspection of connectors and the electronic stack. No moisture noted to keypad assembly or the keypad traces. However, during deconstructive analysis corroded electronic assembly was noted. The following cosmetic damages were noted: unit was received with scratched case, cracked corner belt clip rails, pillowing keypad overlay, cracked battery tube, and cracked battery tube. In conclusion, customer concerns of intermittent button response were not confirmed. All buttons are functioning properly during testing. However, corroded electronic assembly as well as corroded vibrator harness board was confirmed during visual inspection, isolate to electronic stack. In addition customer's concern of cracks within the battery tube compartment were confirmed when cracked battery tube, cracked battery tube thread and cracked corner of belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.